Event description:
It was reported that the customer had air bubbles in the infusion set. The customer's blood glucose level was 355 mg/dl. She treated her high blood glucose level with a bolus and ate lunch. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).